Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 74-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient's right leg was mottled post insertion and no flow was seen distal to common femoral artery (cfa). Patient¿s leg was assessed and it was determined profunda was providing limited distal perfusion. Decision to escalate to 5.5 was made.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The root cause of limb ischemia could not be determined as insufficient clinical details were provided. This report is being filed as part of a retrospective review of historical records.